Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 237 mg/dl. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.